Event description:
Boston scientific received information that during interrogation, this device triggered a code indicative of an internal battery voltage too low, to support the projected remaining capacity. The physician contacted boston scientific for review of the observed behavior. The manufactures recommendations: instruct the patient to return for product replacement as data analysis indicates the device is malfunctioning. No adverse patient effects were reported. At this time, the device remains implanted and in service.

Manufacturer narrative:
Following confirmation of explant, return and compleiton of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Code 1003 was confirmed to have been recorded. External visual inspection of the device noted no anomalies. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery voltage was lower than expected, but still supported full device function. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a low-voltage capacitor connected to the device¿s battery. This capacitor is used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of this capacitor resulted in a high current drain, which was depleting this device¿s battery faster than normal.

Event description:
Subsequently, the device was explanted and returned for analysis.